Event description:
Information received from a journal article indicates that fifty-four patients underwent a total of sixty-four hip arthroplasty procedures involving bi-metric femoral stems between (B)(6) 1988 and (B)(6)1995. One stem showed signs of osteolysis on radiograph, but no revisions occurred for the femoral stems. Of the thirteen screw-in acetabular cups used, six were revised for an unknown reason, and one liner was exchanged. Of the forty-four press-fit acetabular cups, two were revised due to aseptic loosening and eleven liners were exchanged, with four having reported signs of osteolysis during revision. No further information was received.

Manufacturer narrative:
Event date - unknown event date. Implant date - multiple unknown implant dates. Explant date - multiple unknown explant dates. (B)(4). The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions." Number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." The product and lot identification necessary to review manufacturing history was not provided.